Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 6 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device was blocked during collection and patient had to be redrawn. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which shows an unopened blister pack. No visual evidence of the reported defect could be determined from the photo. Additionally, ten retained samples were tested, with each sample used to draw six tubes, resulting in a total of 60 tubes. All tubes filled as expected, and no evidence of clogged cannulas was observed during functional tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clog. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 6 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device was blocked during collection and patient had to be redrawn. There was no other health impact or consequences reported.